Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up. The device was found to exhibit post-paced t-wave over-sensing. Programming changes were made during the device check.